Event description:
Pt reported, the up/down button on the infusion device is defective. Preliminary findings show the check button is defective. The up button snap dome is pressed flat. The check button snap dome is pressed flat. No further information is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.